Manufacturer narrative:
(B)(4). Investigation summary: a stratafix symmetric pds needle/suture and an empty labeled winding former of product code sxpp1a101, were received for evaluation. During the visual inspection of the sample, body fluids and tissue could be observed along of the strand. The barbs present damaged, deformation and any are missing caused by use of a surgical instrument. In addition, the fixation tab is not present since, was detached of the strand and a lineal cut was noted at the suture end. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause is an improper handling.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. When opening the package, it was found that there had been no fixation tab on the suture. There were no adverse consequences to the patient. Upon evaluation, there were body fluids and tissue could be observed along of the strand. In addition, the fixation tab is not present since, was detached of the strand and a lineal cut was noted at the suture end. No additional information was provided.